Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was chipped/pitted under the jaw. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and the findings did not replicate or confirm the customer reported event. A visual inspection showed no evidence of chipping or pitting on the jaw contact surfaces. No material loss or structural damage was observed. The instrument was found to be fully functional, and no product-related issues were identified. Additionally, a visual inspection revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test on three out of three attempts. The instrument was placed and driven on an in-house system and delivered energy in two out of two attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.